Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger cracked. There was nothing in the event history log pertaining to the reported issue. Functional testing was unable to replicate the reported issue; the pump powered up with no issues and passed all testing. The root cause was unknown. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a blank screen and beeping noise. There was unknown patient involvement and unknown patient harm.